Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / 3 coils were seen in the cavity"), device breakage ("the left wire is removed in three pieces"), salpingitis ("left tube showing focal acute salpingitis.") And genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and nabothian cyst. Concurrent conditions included body mass index normal, obesity, irregular menstruation, hot flashes, dysfunctional uterine bleeding, euthyroid goitre, thyroid cyst, decreased appetite, menometrorrhagia, chronic cervicitis, endocervical squamous metaplasia, endometrial polyp, adenomyosis, intramural leiomyoma of uterus and acute salpingitis. Concomitant products included ethinylestradiol;levonorgestrel (enpresse), ethinylestradiol;levonorgestrel (trivora) and loratadine since may 2017. In 2008, the patient had essure inserted. In march 2009, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In april 2009, the patient experienced allergy to metals ("nickel allergy"). In november 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions (rash)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)- urinary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower stomach pain"). The patient was treated with ibuprofen, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy with bilateral salpingectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, device breakage, salpingitis, genital haemorrhage, urinary tract infection, allergy to metals, dysmenorrhoea and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, rash, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, rash, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of date of insertion: (B)(6)2009. Current weight 165 lbs. There is echogenic material within the lower uterine segment and cervical region which is concerning for the intrauterine device. The device was activated and the essure device was released. 3 coils were seen in the cavity. The right tubal os was seen and the essure device was easily advanced. The device was activated and the essure device was released. 3 coils were seen in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6)2017: there is echogenic material within the cervical region and the lower uterine segment. This is concerning for the intrauterine device. It does not appear to be within the fundus of the uterus. There is a nabothian cyst measuring at 5.5 x 3,7 x 5.8 mm.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: weight gain, abdominal pain lower, vaginal bleeding, genital bleeding, menorrhagia, abdominal pain, pelvic pain, urinary infection. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received: reporters were added. Demographic conditions were added. Lot number was added. Surgeries were added. Events: abnormal bleeding (vaginal, menorrhagia), urinary infection, rash, dysmenorrhea, abdominal pain, abdominal pain lower, weight gain, device breakage were added. Event onset date and outcome were updated. Concomitant drugs and diseases were added. Lab data was added. Medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / 3 coils were seen in the cavity"), device breakage ("the left wire is removed in three pieces"), salpingitis ("left tube showing focal acute salpingitis.") And genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 627752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and nabothian cyst. Concurrent conditions included body mass index normal, obesity, irregular menstruation, hot flashes, dysfunctional uterine bleeding, euthyroid goitre, thyroid cyst, decreased appetite, menometrorrhagia, chronic cervicitis, endocervical squamous metaplasia, endometrial polyp, adenomyosis, intramural leiomyoma of uterus and acute salpingitis. Concomitant products included ethinylestradiol;levonorgestrel (enpresse), ethinylestradiol;levonorgestrel (trivora) and loratadine since (B)(6) 2017. In 2008, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions (rash)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On 16-jul-2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)- urinary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower stomach pain"). The patient was treated with ibuprofen, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, salpingitis, genital haemorrhage, urinary tract infection, allergy to metals, dysmenorrhoea and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, rash, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, rash, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy of date of insertion: (B)(6) 2009. Current weight 165 lbs. There is echogenic material within the lower uterine segment and cervical region which is concerning for the intrauterine device. The device was activated and the essure device was released. 3 coils were seen in the cavity. The right tubal os was seen and the essure device was easily advanced. The device was activated and the essure device was released. 3 coils were seen in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina - on 13-jun-2017: there is echogenic material within the cervical region and the lower uterine segment. This is concerning for the intrauterine device. It does not appear to be within the fundus of the uterus. There is a nabothian cyst measuring at 5.5 x 3,7 x 5.8 mm.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: weight gain, abdominal pain lower, vaginal bleeding, genital bleeding, menorrhagia, abdominal pain, pelvic pain, urinary infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.